Manufacturer narrative:
Vendor device analysis: upon inspection of the returned sample, the balloon burst along the edge of the proximal tie.the proximal tie was intact and there were no balloon deformities, discolorations, or sharp edges to indicate possible discrepancies.

Manufacturer narrative:
Device evaluation: received for evaluation was one woven balloon catheter with no original packaging. The catheter showed the proximal balloon material broken. Distal balloon was intact. Device sent to vendor for further analysis. (B)(4).

Event description:
During operation, the physician used a woven balloon catheter and it was ruptured when he used it for the third time. A volume of 2cc was used in the catheter by the physician. It is unknown how the procedure was completed. There was no adverse event to the patient reported.